Event description:
A report was received that the pt's ipg was explanted due to a potential infection at the pocket site. The pt's symptom was extreme tenderness at the pocket site. The pt was treated with oral antibiotics and was reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.